Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU), as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the right coronary artery that was both moderately calcified and tortuous. Post deployment of the xience xpedition des 3.50x33 rx stent, a dissection was observed. Another xience xpedition 3.5x 33mm stent was used as treatment. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.